Event description:
The customer reported that during a blepharoplasty, while they were dissecting the fat around the eyelid, a spark ignited the eyelashes. The patient had a nasal speculum delivering oxygen at 2 liters per minute and also they were using an eye lubricant called "lacri lube". The combustion was brief and has caused no lasting damage with no burns to the patient, only the lashes were affected. The patient appeared to be ok. The incident occurred 1 hour 30 minutes into surgery. The hand piece was a covidien pencil with a megadyne electrode. The generator was set at 16 watts on cut and coag.

Manufacturer narrative:
(B) (4). The pencil was disposed off by the site. The generator was tested by covidien UK service and found to be operating to specification.